Event description:
It is reported that the lip guard of the glenoid holder broke, the surgeon and staff could not find the broken piece.

Manufacturer narrative:
Information was received via medwatch (B)(6). This report will be amended when out investigation is complete.